Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent multiple procedure where, "patient underwent an additional surgery to repair the hernia defect and remove a portion of it." Medical records were not provided and the description does not clearly define what "remove a portion of it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant and manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of composix mesh, patient was diagnosed with adhesions, fistula, abscess, hernia recurrence, inflammation, obstruction, bacterial infection, strangulation and bowel perforation thereby underwent repair with removal of mesh. The instructions-for-use (IFU) supplied with device list adhesions, inflammation and fistula formation as possible complications. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Review of manufacturing records shows the product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10, h11. Corrected fields: d 6a (date of implant) and h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of a ventral hernia, a composix mesh was implanted to repair the hernia defect. (B)(6) 2008- the patient underwent an additional surgery to repair the hernia defect and remove a portion of it. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove a portion of it. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery allegedly failed, resulting in much pain, doctor visits, subsequent procedures and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix mesh. Per the operative notes, "the adhesions were taken down. The edges were noted to be considerably far apart so a subfascial piece of composix mesh was placed and secured." (B)(6) 2008 - patient was diagnosed with obstruction of biliary pancreatic channel due to adhesions thereby underwent repair with resection of piece of mesh. Per the operative notes, ¿the mesh was cut to enter into the abdomen and the mesh was opened. The small intestine was adherent to a portion of the corner of the composix mesh which had flipped on itself and had densely adherent to the small bowel and the small segment of corner of the mesh was resected to prevent this from reoccurring with adhesiolysis. The mesh was then reapproximated with sutures in the midline." (B)(6) 2008 - patient underwent gastric bypass surgery. (B)(6) 2008 - patient was diagnosed with abdominal pain thereby underwent gastrostomy tube placement and noted that in "the midline, there is a large amount of mesh and this cannot be transversed." (B)(6) 2008 - patient was diagnosed with biliary pancreatic limb obstruction and small bowel obstruction. Per the operative notes, ¿the sutures which closed the mesh in the midline were removed. Upon entering the abdomen, there is an extensive amount of adhesions which were taken off of the mesh. There are still some attachments to the mesh which were taken down. The abdominal contents appeared to be free from the anterior abdominal wall mesh bilaterally and inferiorly. A seprafilm was placed under the midline abdominal wall mesh and closed.¿ (B)(6) 2011 - patient underwent upper endoscopy, biopsy with clo and diagnosed with helicobacter pylori from the gastric pouch. (B)(6) -2012 and (B)(6) 2013 - patient was diagnosed with abdominal pain and marginal ulcers. (B)(6) 2014 - patient was diagnosed with strangulated incisional hernia with acute ischemic bowel and focal peritonitis thereby underwent small bowel resection, appendectomy with mesh removal. Per the operative notes, ¿the bowel was removed from the hernia sac which was incarcerated and adhesiolysis was performed. In the ischemic process, the mesh was involved with the bowel and the majority of the mesh that were able to explant was removed. The mesh which was densely adherent was left in place." (B)(6) 2014 - patient was diagnosed with enterocutaneous fistula, abscess thereby underwent repair with excision of infected intraperitoneal mesh. Per the operative notes, ¿there were at least three fistulous tracts that were encountered. There were very dense adhesions throughout the abdomen. At this time, a piece of intraperitoneal mesh appeared to be very big thick, the small bowel was adherent to it and was dissected. We then got into large abscess cavity which was decompressed to the anterior abdominal wall. Had to staple off a portion of the remnant stomach secondary to this large perforation and resected gastrojejunostomy. The old mesh was excised.¿ (B)(6) 2015 - patient was diagnosed with abdominal pain. (B)(6) 2015 - patient underwent cholecystectomy. (B)(6) 2016 - patient was diagnosed with chronically draining sinus tract thereby underwent excision of chronic draining sinus tract. (B)(6) 2017 - patient was diagnosed with enterocutaneous fistula, two abdominal wall abscesses, lysis of adhesions thereby underwent repair and drainage procedures. Per operative notes, ¿did not observe any residual segment of mesh, if possible a very small segment but was not sure about that neither.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction and perforation, fistulae, infection, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent multiple procedure where, "patient underwent an additional surgery to repair the hernia defect and remove a portion of it." Medical records were not provided and the description does not clearly define what "remove a portion of it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of a ventral hernia, a composix mesh was implanted to repair the hernia defect. On (B)(6) 2008 the patient underwent an additional surgery to repair the hernia defect and remove a portion of it. On (B)(6) 2014 - the patient underwent an additional surgery yto repair the hernia defect and remove a portion of it. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery allegedly failed, resulting in much pain, doctor visits, subsequent procedures and was injured severely and permanently.